Event description:
It was reported that post implant of the implantable pulse generator (ipg) interrogation of the device revealed maximum time until elective replacement indicator (eri) 3 years. The ipg was re-interrogated and results were the same. It was also reported that the ipg was not sensing in bipolar configuration, and tested right ventricular (rv) lead threshold was higher. The ipg was explanted and replaced. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.